Manufacturer narrative:
One opened/used sensor was inspected and during visual performed the sensor cannula was found bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly to opened/used sensor

Event description:
Customer reported via phone call that they experienced high blood glucose level over 400 mg/dl. Customer did not mention any symptom. Customer reports they have contacted their healthcare provider regarding the high blood glucose reading. Customer current blood glucose reading was 275 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer also mentioned her blood glucose was 229 mg/dl and the sensor reading was 40 mg/dl. Customer was ok to troubleshoot. Customer treated high blood glucose reading with bolus and shots. Drive support condition was not mentioned. There were no leaks or air bubbles. Customer reports site is changed every 2-3 days. Customer was unable to remove or change the set. Infusion was not bent. High pressure test was not performed. Customer reports basal rates are programmed accurately. Product was not returned for analysis.